Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device right plunger case was cracked. The technician performed an occlusion test and was unable to duplicate the primary audible background test alarm. The root cause of the reported issue couldn't be determine. The technician replaced the speaker for preventive measure. The device passed all functional and delivery tests. There's a corrective action preventive action for primary audible alarm background test issue.

Event description:
It was reported that the device had a primary audible alarm. No patient injury was reported.